Event description:
Procedure was performed on the sfa: the physician treated the pt in the l sfa with a 5x100 protege everflex stent. Post procedure, the pt presented with pain, swelling, and a hematoma in the thigh. The physician had to follow up with pta and an additional stent.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.